Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 17 years post implant, the patient had stenosis and pulmonary regurgitation. A valve-in-valve procedure was planned however, the current valve was balloon dilated with a 22mm high pressure balloon and as a result the patient developed hemoptysis and the case was cancelled. The patient was sent to the ICU in stable condition with no further bleeding noted. The valve remains implanted and no additional adverse patient effects were reported.